Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v452133, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v452133, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a5, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A consumer's family reported that the patient had a loss of therapy and loss of stimulation. The patient felt that his device had not been on for the past hour on the day of report. The patient programmer showed stim was on. Additional information received from the patient on (B)(6) 2015 reported that they felt an increased in symptom but no evidence of anything wrong with the device. They experienced increased stiffness, imbalance, and pain level. The patient called company representative and someone who answered check the device and it was on the correct setting. The indications for use for this patient were parkinson's dual and movement disorders